Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had excess downstream occlusion pressure during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "excess downstream occlusion pressure" was not reproduced. Evaluation had the flowline run a downstream occlusion test and it passed. A review of the event history log revealed "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the out of adjustment downstream tubing guide. The downstream tubing guide is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.